Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the instrument was broken. Examination of the returned device found the smaller balseal post component was sheared off. The broken post fragment was not returned. This type of damage to the post is consistent with the use of improper technique during trial removal. Light deformation was noted around the edges of the device. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Artic attune surf was reported for an unknown reason.